Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch #497d72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45d reload loaded on the device the reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. After further evaluation, the analysis showed the knife was broken off. The knife was not returned for analysis. No functional test was performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a97m01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 497d72, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.